Event description:
It was reported by the patient that she underwent back surgery in 2010 and suture was used. The patient has experienced pain and the suture attempting to spit through the skin about 5-6 weeks post-operatively. The suture had to be surgically removed about 3 months later. The patient has had two additional back surgeries and another surgery is planned. The patient reports she is allergic to the metal from the implants and had to have them removed and she had a dehiscence of the back muscles but was unable to clarify after which procedure. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.